Event description:
It was reported that the pt was not able to adjust stimulation with the pt programmer. The implantable neurostimulator (ins) was powered off. The pt was unable to increase stimulation setting. At the time of the report, the pt turned the ins on and was able to increase stimulation. This action resolved the reported issue. The pt also reported never having therapeutic effect following ins replacement. The device wasn't helping with the pain. It was noted that the pt had mistakenly had the ins off for the past week, but not that even prior to this, it had not been helping with the pain like the previous ins did. Additional info received reported that the device was reprogrammed successfully. The pt was no longer having problems with the system. Further info received approx four months later reported that the pt experienced a loss of therapeutic effect and an intermittent surging sensation. It was noted that the pt did not feel stimulation for days sometimes. The pt had increased group a from 5.5-7.5. The pt had also switched to group b and increased. It was noted that the pt had experienced issues since the ins was replaced. It was further noted that when the pt was sitting, she felt a buzzing in the ins pocket and it felt hot. The sensation became less bothersome after the ins was turned off.

Manufacturer narrative:
(B)(4)